Event description:
Philips received a complaint by the customer on the v60 indicating that the device shuts off on its own. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the device will not stay powered on. The rse advised customer to confirm the 24 dc volts from the power supply was functional. Customer has advised there is no 24 volts. Advised customer to swap power cords. Biomed is reporting the 24 volt power supply is now present. Provided biomed with the part # for the v60 power cord. The biomed customer reported that the device successfully charged the battery with the new power cord. The battery voltage is now at 16.59 volts. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time